Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2025. On (B)(6) 2025, the patient's wearable failed late afternoon and it was her last one. Before dinner, she checked her manual bg and it was 139mgdl. She took a total of 16 units of insulin since she planned to eat cake. While eating dinner, she stopped talking and became lethargic. A family member brought her to the ER. At the ER, her manual bg was checked and it was low but she can't remember the value. They gave her 2 glucagon shots. She stayed at the hospital until 01:00 pm of (B)(6) 2025. Her manual bg was 160mgdl before she went home. At the time of the event, the patient was doing fine. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. Data was provided for investigation. The allegation was confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. External visual inspection was performed and passed. The allegation was confirmed via product. The probable cause could not be determined via product.